Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the anterior end of the vascular sheath is rough. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be use-related. An initial visual observation revealed the microintroducer sheath was damaged at the tip, and biological residue was observed. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. The observed damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. The product IFU states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." The observed damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. This complaint will be recorded for future trending and monitoring purposes. The complaint of a damaged microintroducer sheath is confirmed and was determined to be manufacturing related. An initial visual observation revealed the microintroducer sheath was damaged at the tip, and biological residue was observed. A microscopic observation revealed some plastic deformation and a large split at the sheath tip. Evidence of material webbing within the split was also observed, suggesting that manufacturing related issues may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.